Manufacturer narrative:
Investigation results: a visual inspection was performed. Only the foot with the vacuum connection was returned. The baffle was broken in two pieces. The complaint is confirmed. A corrective action has been implemented to address this failure mode.

Event description:
The hospital reported that during an off pump procedure for the foot on the stabilizer broke into two pieces. A replacement stabilizer was used to complete the procedure. No pt complications were reported.